Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was further reported that the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead experienced non-sustained ventricular tachycardia episodes with oversensing noise. In addition, short interval counts (sic) were noted. Manipulation was unable to reproduce the noise, however, the physician noted that noise with inhibition of pacing was noted when the patient took a deep breath. The sensitivity was adjusted, however noise was still detected. Myopotentials of the diaphragm is suspected. A replacement procedure is planned. No patient complications have been reported as a result of this event.